Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4).. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the zxt225 multifocal iol (intraocular lens) was observed cracked during implantation into the patient's operative eye. It was noted that a non-johnson and johnson cartridge was used to implant the lens. Reportedly, the incision was enlarged but no vitrectomy was performed and no sutures were used. A back-up lens was implanted as a replacement. The patient was reportedly doing fine post-op. The account commented that the lens is not available for evaluation. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.